Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call high blood glucose levels, cosmetic damage and blank display anomaly on the insulin pump. Customer¿s blood glucose level was 432 mg/dl. Customer treated their high blood glucose via manual injection. Troubleshooting for blank display was performed. Customer advised the insulin pump fell to the ground while they were coaching volleyball. Customer¿s insulin pump had pieces missing and a blank display. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with a cracked and bleeding lcd glass. Unable to verify blank display due to lcd damage. Unable to perform operating currents, self test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test and unable to verify blank display due to lcd damage. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, broken battery tube threads, stained address/serial number label and cracked reservoir tube lip.